Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s father stated the cgm was displaying high so he performed a finger stick on the patient. The patient¿s father did not remember what the blood sugar reading was but stated it was nowhere near 400 mg/dl and was not sure whether to believe the cgm or the bg meter. The patient started vomiting and was taken to the hospital because he was not feeling well. The doctor performed a finger stick and the patient¿s bg was around 200 mg/dl. It was indicated that the patient¿s doctor removed the dexcom from the patient¿s body and diagnosed the patient with diabetic ketoacidosis. The patient was admitted to the hospital, treatment was unknown and was released on (B)(6) 2018. At the time of contact, the patient was doing good. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.